Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550. Flow rate: 7.0. Procedure: shoulder surgery. Cathplace: shoulder. The pt had shoulder surgery on (B)(6) 2012. It was reported that the pump was found empty on (B)(6) 2012. When pts wife removed the catheter. No adverse event reported.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed. At this time this product is under recall.